Event description:
A discordant troponin (tni) result was obtained on one patient sample on a dimension exl with lm instrument. The result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, which resulted lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer programmed the instrument with a dilution factor of 10 when the sample was tested without dilution. The undiluted sample signal was multiplied by the dilution factor, causing the false elevation of the result. The cause of the falsely elevated tni result was a user error. The ccc also instructed the customer to set the instrument default sample type to serum. The instrument is performing according to specifications. No further evaluation of the device is required.